Event description:
It was reported that a patient's right ventricular lead dislodged into the atrium and resulted in an inappropriate shock. The lead was repositioned on (B)(6) 2022, and the patient was stable throughout the procedure.